Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after announcing breakfast as usual, subsequently consuming additional unannounced food, and receiving an on-device notification that the insulin set had expired while using an ilet system with a cartridge and infusion set in place for three days. Symptoms included elevated blood glucose. Outcomes included user education and successful resumption of insulin delivery following a guided supply change. Investigation included troubleshooting over the phone and user coaching on proper infusion-set change frequency and correct connector engagement. Investigation of this case revealed probable infusion delivery interruption due to overdue infusion-set wear and an initially misaligned connector that leaked during tubing fill, with risk for under-delivery until corrected. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion-set wear beyond the recommended interval and improper connector seating.